Event description:
On (B)(6) 2009, a monarc was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that "after, and as a result," of the surgical implant, plaintiff has, "suffered serious bodily injuries, including pain, erosion of her internal tissue, dyspareunia, urinary issues, " "disability," "mental anguish," "loss of capacity for the enjoyment of life," and other injuries. It was also alleged that plaintiff has experienced significant mental and physical pain and suffering, and she has sustained permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.